Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "proximal component modularity in tha¿at what cost" written by a. M. Kop phd, c. Keogh dipappsci, and e. Swarts bsc published by clin orthop relat res (2012) 470:1885¿1894 published online 3 november 2011 was reviewed. The article's purpose was to compare retrieved components to study the crevice corrosion an fretting of the neck-stem taper. General findings were the components of titanium had less corrosion verse the cobalt-chromium-molybdenum components. It is noted that depuy srom components were retrieved and classified in the ti (titanium group). The article does not identify or discuss acetabular components. Depuy products utilized: srom stem and sleeve (augment), metal head (pictures provided in figure 2 page 1889 - refer to figure 2c, 2g, and 2k). Adverse events: per table 2 on page 1887: revisions for pain, revision for loosening, revision for metallosis (no mention of debris), revision for dislocation, corrosion and fretting at nead neck junction (per table 3 page 1890).